Manufacturer narrative:
Customer report for explant was unknown. Moderate calcification was observed in the cusp area of leaflet 3, minimal to moderate calcification was observed in the cusp area of leaflet 1 and minimal calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 1 exhibited heavy calcification, free margin of leaflet 2 exhibited moderate calcification and free margin of leaflet 3 exhibited moderate to heavy calcification. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was heavy at the stent outflow and moderate to heavy at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 5mm, leaflets 1 and 2 at commissure 2 by approx 2mm and leaflets 2 and 3 by approx 5mm, all on the outflow aspect. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification, no visible damage to wireform. Sewing ring was cut near leaflet 2. These damages are most likely due to explant. Product evaluation has determined the most likely cause for explant of this device was due to calcification and host tissue overgrowth which restricted mobility of the leaflets causing stenosis of the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, a mitral valve was explanted after an unknown implant duration. No additional information was provided with the returned device. The device was picked up for return and evaluation. The surgeon stated there was no malfunction of the device but has provided no additional information to date. A request has been made for additional information regarding the device, the patient and the event.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Requests have been made for additional information regarding the patient, patient condition, device specifics, and event specifics. Unfortunately, no additional information has been received. However, the device has been received for evaluation and a follow up report will be submitted upon completion of our evaluation. We will continue to investigate for additional event specifics. The device history record (DHR) review cannot be done until the serial number is provided. Patient condition remains unknown.